Manufacturer narrative:
Device evaluation is in-progress as of the date of this report.

Event description:
A site representative reported that they could not transfer an o-arm spin to the stealthstation s7. No errors appeared, however, the data did not transfer. They could not manually transfer the data. They finished the case by using a different s7. There was no impact on the pt outcome.